Manufacturer narrative:
The motor controller (mc) pcba & blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly & motor controller (mc) pcba.

Event description:
The customer reported a blower temperature high alarm. No patient involvement reported.